Event description:
The patient experienced a cardiac arrest and the patient did not have vascular access. The team assessed the situation and decided the patient would benefit from an intraosseous needle. The critical care nurse used the ez-io power driver and placed an ez-io 45 mm needle in the patient's proximal tibia. The rn followed the manufacturer's instructions for placement. Approximately 5 hours later, the patient's status changed and the io was no longer needed. The critical care nurse began the removal procedure per the manufacturer's instructions for removal. After the needle was removed, the rn noticed the needle was not intact and over one inch of the needle remained in the patient's tibia. The needle had broken approximately 0.125 inches below the yellow hub. I contacted the local rep regarding the issue and the rep was forwarding the information to the appropriate parties and these parties would circle back.